Event description:
Customer reported he has received the following results on aviva system compared to a professional meter within 1 minute: 400 mg/dl (aviva system) and 185 mg/dl (professional meter). No actions taken based on device results. No adverse event due to the device reported. The alleged product was replaced and requested for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.